Event description:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having severe calcification, mild tortuosity and a 100% stenosis. The product was prepared and clinically used as per the instruction for use (IFU). There was no reported pt injury. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was advanced over the guidewire through the sheath introducer and to the lesion. The balloon was inflated using an indeflator, however, the balloon ruptured below five atmospheres. It was withdrawn from the pt's body, and another balloon catheter was used to successfully complete the procedure.

Manufacturer narrative:
Re-assessment of this complaint for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states slalom pta dilatation catheters and the reported event meets reportability criteria for a malfunction type of reportable event. A device history record was performed and showed that this product met all requirements per the applicable mqp. This review was extended to subassembly part number with lot number. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including that burst test values. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.